Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-541 mg/dl). The bg was not responding to the boluses and insulin injections were administered to address the high bg. The cause of the high bg was not known. The contact reported that the customer was very lean and the infusion set site was limited. A pump system check was performed and no device issues were identified. The contact reported that the pump settings were to be reviewed with a healthcare provider.